Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during the procedure. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Foreign report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products noted the instrument fractured near the threads. The dimensional evaluation noted the product is conforming to specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.